Event description:
Hi my name is (B)(6). I have been a type 1 (insulin dependent) diabetic since age 5 and am now 38. I have worn a medtronic insulin pump for 20 years. I am currently upgrading to the new 780g minimed system and have had a major issue with the process of updating. Essentially, medtronic sent me the update and had me begin the process of updating. Part way through the device changes and upgrades, I was alerted that training needed to be performed and I would once it is completed not be able to upgrade until an email is sent 72 hours later. Therefore, I am unable to use a continuous glucose monitor, as the new device uses a new transmitter that cannot be used until the upgrade is complete and the old transmitter was disconnected. As a practicing anesthesiologist busy in the ors and an active runner being without a cgm for over 72 hours is of significant concern and has already led to a significant hypoglycemic event with a blood sugar in the 40s. I hope that a system of better preparation for training and device implementation can be utilized to ensure patient safety for the future for those changing to the 780g system.